Manufacturer narrative:
Manufacturing site evaluation: additional information / investigation results will be provided in a supplemental report, if applicable.

Event description:
It was reported that there was an issue with ennovate mis downtube. According to the complaint it was "reportedt" that the tip of the instrument broke off; a photo confirmed the tab was missing. A patient harm was not noted. Additional information was not available, but had been requested. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: we made a visual inspection of the fracture surface of the broken off catch nose. Here we found the typically signs of a forced fracture. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are four further complaints with this lot at hand. Conclusion and root cause: the root cause for the problem is most probably usage related. Rationale: without further knowledge about the circumstances we except, that the surgeon spread the downtube not completely with the removal key as mentioned in the IFU, so that the catch broke off during removal.